Event description:
It was reported that the left ventricular epicardial lead had elevated threshold. It was also reported that the device had been programmed with high output settings so the longevity was decreased. The lead was inactivated and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).